Manufacturer narrative:
H7 & h9: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : wires are exposed. Electricity failure. Poor recharge quality message x 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller reported that the patient was with them and was in for an MRI, but they were having issues charging and the controller said the ins needed to be charged and the remote was having 'all kinds of issues' today. The caller stated there were issues connecting and cannot connect for MRI mode. Caller added that the controller would briefly start charging the implant, but then it would say it couldn't. Caller inquired about having representative (rep) assistance - agent provided nas # and reviewed role of rep. Caller stated they scanned the pt before without issue about 3 weeks ago in patient. Caller stated the controller was up to 80% and the ins needed to be charged. During the call, caller mentioned that this is an 'old remote'. Agent walked caller through resetting the controller - caller saw battery empty cannot continue recharge the controller. Caller then connected the controller to ac power and saw memory problem data has been lost; date and time was updated. Caller then connected the controll ER to ac power and saw controller recharging 60% and ins 30%. Caller was then successfully able to put the ins into MRI mode; caller saw full body eligibility. Agent offered to transfer to tech services for MRI guidelines- caller declined. Agent recommended for pt to call back if the issue persisted. No symptoms were reported. Pt called back stating their controller had been working periodically on and off to where it was now ridiculous. They talked to a tammy nelson and a tanner coffee who said to call due to the controller.pt noted they went in for an MRI the other day and could not get stimulation off to get into MRI mode, they worked with it forever since it took forever to charge the controller. When trying to charge the ins it would no longer charge because the ins charging would stop and say the battery was dead. Pt would not clarify what battery it was talking about but the pt was told from a tanner that the ins was fine. During call when pt examined the rtm they noted there was exposed wiring where the cord met the antenna. Pt noted they felt a warmth and a shocking feeling when charging with the rtm as well. Pt mentioned the rtm was replaced a while back due to there being problems. Agent closed case.